Event description:
Received report that burette set was found leaking tpn. Leak was noted to be coming from the upper silicone segment. There was no patient harm reported and no medical intervention required. Customer stated no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but the failure investigation is pending. A follow up report will be submitted once the failure investigation has been completed.